Event description:
Patient went home on epoch chemotherapy pump via a cadd-legacy pump. Patient received 18 hours of the pump but during the morning at 0715 while patient was sleeping, the filter from the pump had been leaking. A few drops were on her bed sheet and the round filter itself was wet. Patient then clamped the tubing and taped around the filter. She stopped the pump and the leaking stopped. Patient then thoroughly washed her hands. Patient denies burning/blistering of her hands/fingers. Pharmacy was given the pump and tubing with the filter for an investigation of how the pump leaked. Patient came back in the afternoon for the new pump with the dose adjustments. A different filter was applied by pharmacy.